Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds which led to loss of capture. The lead was found to be dislodged shortly after implant at a post-operation check, so a revision procedure was scheduled. At this time, the rv lead has been successfully repositioned. There were no additional adverse patient effects.